Manufacturer narrative:
On 05 february 2016 it was prepared a final report with the information already submitted in the intial report. On 09 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The ceramic ball head involved is not marketed in the USA and it is manufactured by ceramtec (B)(4). On (B)(6) 2015 the manufactured confirmed that the batch review of the lot involved is ok, without any anomaly found. Batch review performed on (B)(4) 2015: lot 152083: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(4) 2015 the medical affairs director made the following analysis: from xray analysis, it is very likely that luxation was taking place because of insufficient soft tissue tension and the operated limb being shorter than contralateral. Apparently, a longer-neck modular head could have resolved the problem. Root cause not related to malfunctioning devices. Not explanted.

Event description:
Revision planned due to hip luxation. On (B)(6) 2015 it has been removed the head 32m and put a 32xl.